Manufacturer narrative:
Device has not been returned to manufacturer yet. Additional information will be provided once investigation completed.

Event description:
Surgeon informed sales representative that the suture slider got broken in the shaft near the handle during slap-operation. Surgeon told sales rep that the first time he inserted the suture slider, it came out 0.5 cm in wrong place. Second time when he inserted the suture slider into the patient, he felt that the suture slider hit patient's bone. When he pulled the suture slider back, it was broken. Surgeon told also sales rep that he used the suture slider normally and he did not use abnormal force or torsion. Open operation was made to get out the broken part of the suture slider. Operation got 2 hours longer than normal. The operation was finished as arthroscopic way.